Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer also experienced high blood glucose of 236 mg/dl at time of incident and customer alleged for possible under delivery as blood glucose was rising. Customer was treated with insulin pump. Customer also had blood glucose of 215 mg/dl, 115 mg/dl. Customer stated that they believes the basal was not running from 215 mg/dl to 40 mg/dl. Customer passed displacement test and high pressure test. Customer stated that tubing had air bubbles during therapy and tape was not sticking. Customer mentioned that insulin squirted out of the new tubing when inserted in the body. Insulin pump will not be returned for analysis.